Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 563 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the insulin pump had no insulin flow blocked alarms or pump errors. Customer stated that the insulin exits when filling cannula or priming. The insulin pump will not be returned for analysis.